Event description:
It was reported that no audio output occurred. The patient was involved in a vehicle accident due to the cgm not alerting the patient for the hypoglycemia. An ambulance was called, the blood glucose reading was 2.4 mmol/l and the patient was treated with IV glucose in transit to the hospital. The patient hospitalized for 2 days for monitoring. The patient recovered and was discharged on the (B)(6) 2022. At the time of the report the patient was feeling good but stated they had pain throughout her body due to the vehicle accident. The patient reported that she has not received any alerts or alarms from the dexcom device after (B)(6) 2022 for low or high cgm values. Additionally, the patient´s diabetologist checked the events on cgm receiver and confirmed that there were no history alerts. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.